Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
D9. In the -01 report was erroneously filled out; the product was not returned for investigation. Investigation summary: pump suction: the pump was not returned for investigation. The total case run was about 18 hours, from midnight on (B)(6) to the afternoon of (B)(6). Data log shows multiple suction alarms throughout the case run, with a deteriorating placement signal trend and flow drops while running on a steady p-level with corresponded with low points in the placement signal. No abnormalities were reported with improper position or motor current spike during case run. Clinical details indicate that multiple suction alarms occurred on (B)(6) 2025, prompting a call to the team. The patient became hypotensive with declining maps and pulsatility, and escalation of support was discussed. Echo showed the pump at 3.2 cm with normal rv function and an ef of 10%. The cause of the suction alarms was most likely related to patient condition, based on data log review and provided clinical details. Clinical symptoms (ventricular fibrillation): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (low blood pressure/hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device batch: 1958337. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation and lost pulsatility. The patient was defibrillated, but the patient expired on support.